Manufacturer narrative:
Per tandem¿s pump user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred suspending insulin deliveries for about an hour. Reportedly, the customer was not outside of the labeled operating altitude range. A cartridge change was performed resolving the alarm. During the load process of the new cartridge, the customer performed the load fill tubing sequence while connected to the pump resulting in insulin being delivered to the customer. Customer's blood glucose level was 107 mg/dl. Tandem technical support advised the customer against performing the load fill tubing sequence while connected to the pump.